Event description:
It has been reported to philips that the device was not booting up successfully. The device was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the host computer (pc) bios battery failed. The fse replaced the bios battery, and the device was returned to expected functionality.